Event description:
It was reported that there was an episode of noise on the right ventricular channel that was caused by electromagnetic interference (emi). The patient was 100% pacing dependent and the noise led to pauses in pacing that were greater than three seconds. The patient did not report any symptoms during the pauses. Technical services recommended decreasing the pacemaker sensitivity and avoiding the emi source in the future. The pacemaker remains in service.